Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to lock p-cap into place due to partially broken retainer and dog chew marks. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, dog chew marks, broken reservoir tube lip, partially broken retainer, pillowing keypad overlay, damaged display window cover. Cosmetic damage was confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the screen of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and insulin pump was returned for analysis.